Event description:
International customer reported that a needle broke during an unspecified breast surgical procedure. No adverse patient consequence is reported. All broken fragments of this needle were retrieved.

Manufacturer narrative:
Date sent to the FDA: 11/25/2008. Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted, as two separate devices were used. See 2210968-2008-01182 represented in each medwatch.